Manufacturer narrative:
Helfet, david l. And suk, michael (2004). Minimally invasive percutaneous plate osteosynthesis of fractures of the distal tibia. Instr course lect 2004;53:471-475. This report is for unknown plate, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: helfet, david l. And suk, michael (2004). Minimally invasive percutaneous plate osteosynthesis of fractures of the distal tibia. Instr course lect 2004;53:471-475. A retrospective review was conducted on 17 patients treated between 1999 and 2001 for tibial plafond fractures, using a newly designed and minimally invasive ultraslim scallop plate (synthes). All patients achieved bony union at an average of 14.1 weeks. There were no plate failures or loss of fixation or reduction. Four patients subsequently required hardware removal, and one of these patients required ankle arthrodesis. This is report 1 of 1 for (B)(4). This report is for unknown plate and refers to the four patients who required hardware removal, and one of these patients required ankle arthrodesis. A copy of the literature article is being submitted with this medwatch.